Manufacturer narrative:
H3) the software team analyzed the logs and observed that on the date of issue there was no crash/exception/failure. But that there was abrupt shutdown from the application log and the same was confirmed that when the system tried to execute the cron job. The same might be the reason for no video message on the screen. But, there was information insufficient the reason for abrupt shutdown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: -, ubd: , UDI#: ; product ID: 9735737, serial/lot #: 2.1.0, ubd: , UDI#: h3 - a manufacturer representative went to the site to service the system. The hard drive was replaced. Evaluation of the returned hard drive found no fault with the component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system became unresponsive during a case. After they rebooted the system, they saw a 'no video signal' message on both monitors. They swapped it out for a different navigation system  to continue the case. They were unsure which screen the application was on when it became unresponsive. The delay was about 30 minutes. There was no patient impact.